Event description:
Additional information received from surgeon that during surgery troubleshooting was performed for high impedance. The generator was cleaned and pin was reinserted however high impedance remained. The test resistor was used to eliminate the generator as the cause of the impedance issue and no issue was present. The high impedance during a system diagnostic was seen on the generator that was opened but not used. The surgeon also noted there was no trauma to the lead or lead site. Generator product analysis (pa) for generator that was opened but not used in which high impedance was reported was completed and reviewed. Various electrical loads were attached to generator and results of diagnostics demonstrated accurate resistance measurements in all instances. The generator performed according to functional specifications. The battery measure 3.003v with intensified follow up = no and 6.727% of the battery having been consumed. No performance or any other adverse conditions were found with the generator. Programming history database was received for generator that was opened and showed that no system diagnostics had been performed on the day high impedance was seen, therefore high impedance seen was not true high impedance and was a stored value from manufacturing. Generator product analysis was completed and reviewed for generator that was explanted. The low battery for generator was duplicated in lab. The programmed parameters gave expected diagnostics. The generator performed according to functional specification. Battery measured 2.540v and showed near end of service (neos) = yes with 97.651% of battery having been consumed. Electrical performance of the generator as measured in lab will be used to conclude that no anomalies exist and the neos condition is an expected event. No additional performance or any other adverse conditions were found with generator. No additional relevant information has been received to date.

Event description:
It was reported that patient underwent generator replacement due to battery depletion. Replacement generator showed high lead impedance so another generator was implanted in patient with diagnostics that were within normal limits. Device history records were reviewed for the generator and the device passed all functional specifications and quality tests and were sterilized prior to distribution. Product has not been received to date. No additional relevant information has been received to date.